Event description:
Report received of a non-delivery with no pump alarm. The customer reported that this event might be related to user error, but was unable to provide details to substantiate this statement. The pump was sent to the biomedical dept. With an unsigned note that stated the pump did not infuse. The pump was programmed at an unspecified time to deliver heparin 25,000 units in a 500ml bag of saline at an unspecified rate. The nurse checked the pump after an unspecified length of time and noticed that no fluid had been delivered. The customer reported that the pt's lab values were not therapeutic and the heparin dosage needed to be adjusted. There was no reported adjusted. There was no reported adverse pt sequela. Though requested, no further info was received.